Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
It was reported that during a laparoscopic total gastrectomy the device was used to make anastomosis between esophagus and jejunum. The firing handle could not be grasped completely as it was very hard. All deployed staples were unformed and the washer was uncut. Also, it had a difficulty in releasing the device. The doctor commented that the device had not clamped something hard. Another device was used to complete the case. There were no adverse consequences to the patient.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 179 mg/dl, 67 mg/dl, and 60 mg/dl. Customer took his normal 20 units of novolin at night about 15 minutes after readings, and ate a piece of cake before going to bed. No adverse event reported. Requested return of suspect device, and replacement was sent.